Event description:
It was reported that during a da vinci-assisted surgical procedure that several recoverable errors occurred against universal surgical manipulator (usm) 4. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported error. The surgeon completed the procedure without using usm 4. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.